Manufacturer narrative:
The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. According to the provided photo, omsc confirmed that the probe was broken off. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases, it was known that the event occurred due to any of the following possible causes. *the probe was cracked when the user activated output contacting with metal or something hard object such as metal clips, stapler, or other instruments, besides the probe was broken off when the probe was subjected to a load. *the tissue pad was damaged since the user continued to activate output without grasping tissue (including after the tissue already cut). Also, it was known that the probe was cracked when the user kept activating output of the device with the worn pad, which caused contacting between the probe and the non-insulated area of the grasping section, and besides the probe was broken off when the probe was subjected to a load. The above device handling has warned in the instruction manual.

Event description:
We received the following report. *during an unspecified procedure, the subject device was used. Probe damage error occurred and the probe of the device broke off inside the patient. The fragment was retrieved. The intended procedure was completed with another device. There was no patient injury reported.